Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was leaking diluent and cleaner mixture during startup. The volume of fluid was 50 mls and was not contained within the instrument. The customer indicated that there was background failure during the startup. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheets (msds) were reviewed and the laboratory has an exposure control plan at the facility. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found that the leak was coming from the blood sampling valve (bsv) pads. The fse soaked the bsv pads in hot water to remove clog and refitted the pad which resolved the leak. The fse corrected the background failure by performing systems verification that passed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).